Manufacturer narrative:
Failure analysis noted that the pump had constant motor error alarm during rewind due to encoder signal out of phase. They were unable to perform the displacement test or test for the compromised force sensor system alarm due to the motor error alarm. There was no unexpected blank display or beep anomaly noted. The pump had no moisture damage on the electronics, motor, vibrator and battery tube assembly. The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer stated that insulin squirted out during manual prime and the piston continued to move forward after reservoir contact. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.